Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer stated after the insulin pump was rewound it alarmed motor position encoder error. The customer's blood glucose was unknown. Advised customer to discontinue the use of the insulin pump and revert to back up plan.

Manufacturer narrative:
The insulin pump had constant motor error during rewind due to corroded motor home switch. We were unable to complete the functional test, including the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify the alarm in the alarm history screen due to motor error alarm. The electronic assembly had moisture damage. No cosmetic damage noted.